Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter placed without issue. The patient returned to the floor and was immediately hooked up to crrt. The line worked for less than a minute before blood started leaking from the clear portion of the catheter. The patient had to return to ir for catheter replacement under sedation.

Manufacturer narrative:
The 11.5f silicone hemo-cath catheter was returned for evaluation. Functional testing was performed by clamping the distal lumen with hemostats then flushing the catheter. When flushed through the arterial luer there were no leaks noted. When flushed through the venous luer a leak was noted from the extension tubing approximately 1.5 cm from the distal end of the luer. The leak was noted to be coming from two holes directly opposite each other on the tubing. Under magnification the holes appear to be "pinched". The device was further reviewed by medcomp engineering. The clamp was evaluated, no flash or sharp edges were noted. The condition of the device and the location of the holes are indicative of either clamping over the stylet or clamping "off-center", causing a pinch in the tubing. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test. This test would have detected any gaps such as holes, tears, or non-bonded unions that could lead to an assembly detachment, malfunction, or leaks. A definitive root cause cannot be determined but is not likely manufacture related. A warning label stating "do not clamp over guidewire/stylet" is affixed to the catherer. In addition, the instructions for use contains the following warnings and precautions: *do not clamp over guidewire or stylet - tubing may become damaged. *do not use sharp instruments near the extension lines or tubing. Do not use scissors to remove dressing, as this could possibly cut or damage catheter. Do not suture through any part of the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. *use only smooth jawed forceps for clamping when not using the clamp supplied with the catheter. We recommend using only line extension clamps which have been provided for clamping. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.